Event description:
It was reported that alarm cassette was not properly attached. Repeat repair (recently serviced on for bubbled dso). No patient injury reported.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the reported error in the event history log. The reported complaint was duplicated. The device was found to display a cassette not attached properly alarm message each time the latch was closed. The down stream occlusion sensor was found to be defective and the cause of the reported problem. It was replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 18-jul-2022 for bubbled down stream occlusion (dso) seal. This repair can impact the function of the dso sensor if not properly performed, but there is no indication of an issue with the previous repair in the evaluation of the device. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received on 09-sept-2022 via email and attached in complaint object: these pumps did not fault while in use with a patient. Additional information received on 12-sept-2022 via email and attached in complaint object: it happened during testing. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.